Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump such as failed battery test, no delivery alarm, reduced battery life and physical damage in the reservoir compartment and scratches on the screen. Blood glucose was not provided. No further details were given. The insulin pump will not be returned for analysis.